Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in june 2011 and performed to specification up to 20th april 2014. During this time the device records two occasions in which the temperature was recorded below the minimum recommended stand-by temperature. Later on the 20th april 2014 the device begins to record multiple manual power ups of mainly ten minutes duration, these multiple manual power ups continue up to the 27th april 2014. Later on the 27th april 2014 the device begins to record multiple power ups containing nonsensical data, these power ups continue up to the last log entry on the 21st august 2015. Information from the memory log showed the device had attempted to power up as a 500p however this created a mismatch in the speech chip resulting in the device failing the self-test. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure due to corrosion on membrane tail. On visual inspection of the membrane tail, corrosion was found. This resulted in the device switching on automatically on installation of the pad-pak and also damage to the microprocessor. The damage to the microprocessor resulting in the device being unable to acknowledge the type of membrane installed. The corrosion found would suggest the device had been stored in adverse environmental conditions. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. Device switching on automatically.